Event description:
It was reported that the connecting screw for the superstructure fractured, leaving a portion of the screw retained inside the implant.

Manufacturer narrative:
Dentsply Sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury.Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a Follow-up report will be sent. Trend is tracked and monitored.